Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include hyperglycemia, weakness, headache and vomiting. The patient reports upon going to bed their controller had been stuck on the application loading screen. The patient reports their controller would not reset in the morning. Once at the hospital the patient was treated with intravenous fluids as well as insulin. The patient was discharged from the hospital after 4 days. The patients pod will not be returned as it has been discarded.